Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing 107 units while caller expected 200 units despite insulin being delivered and air having been removed from cartridge. There was no reported impact to the customer¿s blood glucose level. Customer was educated to use room temperature insulin when filling cartridge, declined to load new cartridge because it had been filled the previous night, reloaded same cartridge with assistance from technical support to obtain new estimate, and planned to continue using current cartridge and follow up if necessary.